Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and in artemis, the 282 error was found indicating tool invalid reason: one or more tool sensors were not detected: tool radio frequency identifier (rfid) and magnet not detected on the usm, confirming the fault occurred in the field. Upon visual inspection, a presence pin screw was missing that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins, rfid pod, and dallas pod were inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the presence pins, rfid pod, and dallas pod are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported issues after testing engagement on arm 1. Customer performed multiple power cycle attempts, the arm continued to fail engagement. Technical support engineer (tse) recommended wiping contact pins with an alcohol wipe and verify pogo pins were springing back. The procedure was completing as planned with no reported injury.